Event description:
Customer's mother reported via phone, the buttons on the insulin pump weren't working. Customer's blood glucose was unknown. Customer was attempting to bolus during lunch and the buttons wouldn't respond. Customer's mother does not recall any significant events which may have led to the keypad issues. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer's mother agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was also received with minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.